Event description:
It was reported that the 6800 system would intermittently not fluoro and the lights would come on. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.